Event description:
On (B)(6) 2012, pt reported the cartridges leak a "small amount" of insulin into the cartridge compartment of the infusion device. The adapter is being used within specification. Pt reported she pulls the cartridge plunger rod down one time when filling the cartridge to avoid making the plunger "loose." The cartridge, adapter, and infusion set were replaced and requested for eval. Follow-up was completed with pt on (B)(6) 2012. She scheduled a meeting with an infusion device trainer on (B)(6) 2012 and reported she would call with any further issues. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.